Manufacturer narrative:
Further evaluation was required due to the fault in the optical fiber. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. Two kinks were found on the catheter tubing near the y-fitting approximately 73.7cm and 74.9cm from iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure. We are unable to determine how this may have occurred. This issue has been escalated to fiso supplier scar 21-f-scar-14 and the root cause has been identified and the corrective actions have been implemented. The device was manufactured pre-implementation of corrective actions. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint (B)(4).

Event description:
It was reported that immediately after insertion of an intra-aortic balloon (iab), there was no sensor pressure. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). This event is occurred in the japanese market with a transray 40 cc iab, which is a significantly similar device to sensation 40 cc which is sold in the us. For d4: di number has been used for sensation 40 cc (B)(4), which is sold in USA. Provided d4 lot number, d4 expiration date, h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA.

Event description:
N/a